Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip was chosen for implantation. The clip was placed central medial region. Deployment sequence was performed and after release from the delivery system the clip detached from one leaflet (single leaflet device attachment (slda)). Shortly after, the clip then fully detached. The clip embolized through the atrium and ventricle and stopped in what appeared to be the pulmonary vein. Due to the clip movement, patient became tachycardic but recovered quickly. Since the clip was stable in this position and the patient was stable, the mitraclip procedure resumed. A xtw and an xt clip were placed without issue, reducing mr to grade 2. After this, the location of the embolized clip was observed to be the coronary sinus of the aortic valve. A snare was used to remove the clip through the femoral vein. There was no reported tissue damage. The current patient status is stable.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported expulsion (complete clip detachment (ccd)) appears to be a cascading effect of the slda. The reported patient effect of embolism was due to the expulsion and the tachycardia appears to be cascading effect of the embolism. Embolism and tachycardia are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances as the clip was removed with the aid of a loop. There is no indication of a product issue with respect to manufacture, design or labeling.